Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the cgm displays values intermittently, usually starting on day 8 of the sensor session. The patient stated that the sensors would stop working and displaying values for 2 hours, then displays values, then the values would vanish again for a couple of hours. During the day, he usually receives only 5 ¿ 6 values. On (B)(6) 2022, before going to bed, there were no readings on his cgm. He performed a blood glucose (bg) and took the normal amount of insulin for that level (bg and dosage of insulin not provided) to cover his dinner. At 2:30 am, the patient¿s heard his cgm alert and all he remembers was it displayed red and was in the 40s mg/dl. He was diaphoretic, unable to move and started yelling for assistance. His spouse responded and called emergency medical services. While waiting for emergency medical services (ems), the spouse provided the patient with juice and honey; however, a bg was not performed at the time. When the paramedics arrived, a bg was performed which was in the 50s mg/dl post juice and honey. The paramedics administered a tube of oral glucose and subsequently, the patient was able to move and get out of bed. The patient declined transportation to the hospital. At the time of the report, the patient was doing okay. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.